Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that per a call with the patient, the patient verified that their gastric stimulator system (that was implanted on (B)(6) 2011) had been removed 2 years after it had been put in because it was causing them pain and discomfort.